Manufacturer narrative:
Manufacturer/compounder: baxter healthcare (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced eosinophilic meningitis after undergoing a meningioma excision in which floseal was used. It was reported the parasite balance was negative. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient¿s outcome was not reported. No additional information is available.